Manufacturer narrative:
Device was used for treatment, not diagnosis. Page, s. And stern, p. (1998). Complications and range of motion following plate fixation of metacarpal and phalangeal fractures, the journal of hand surgery, 23a (5), 827-832. This report is for an unknown low-profile titanium ao mini-fragment plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: page, s. And stern, p. (1998). Complications and range of motion following plate fixation of metacarpal and phalangeal fractures, the journal of hand surgery, 23a (5), 827-832. This is a retrospective study reviewing clinical records of 824 patients who had open reduction and internal fixation of metacarpal and/or phalangeal fractures between 1998 and 1996. Of those, 86 patients had 109 fractures fixed with low-profile titanium ao mini-fragment plates. There were 75 men and 11 women included. Four patients were lost to follow up, leaving 82 patients with 105 fractures. The average age was 32 years, with a range of 14-76 years. Complications included: asymptomatic plate loosening or breakage - 2 patients. This is report 2 of 2 for (B)(4). This report is for an unknown low-profile titanium ao mini-fragment plate.